Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bath bench. We are filing this report in an over abundance of caution and to be timely. We will submit a follow-up report when new data becomes available. While in use the chair back reported;y broke. The end-user fell backwards and hit his head in the shower. The ed-user is unwilling to share additional personal information.